Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a significant amount of debris lodged in the front speaker which resulted in distorted audio. Sound emitted from the bottom speaker was crisp and clear (no distortion). The returned unit was otherwise functioning as designed. A service history review was performed on the suspect product and no other confirmed failures related to the reported event were indicated.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported, "broken speaker". No known impact or consequence to patient.